Manufacturer narrative:
A review of the device history records showed no anomalies. Integra's investigation determined that the kerrison-rongeur was still functional after the breakage. The part was not returned for investigation; it was not possible to determine the root cause of this event. This was the first recorded incident of a safety tip breaking off a custom kerrison-rongeur. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that the instrument broke at the tip, where it was welded, during use during a spinal surgery procedure. The instrument is a kerrison rongeur that had a modified custom tip (an oversized safety tip as requested by a surgeon) welded on over the existing instrument tip. The instrument breakage did not have any effect on the patient or affect the course of the surgical procedure.